Event description:
Based on additional information received on (B)(6) 2016 from a physician, the case became medically confirmed. Also, this case initially considered as non-serious was upgraded to serious a serious event of could hardly stand or weight bear was added with seriousness criteria as persistent or significant disability or incapacity and seriousness criteria of required intervention and persistent or significant disability or incapacity was added for the events of swelling in the right knee that had worsened and pain in the right knee had worsened as the patient received treatment with prednisone. This unsolicited device case from (B)(6) was received on (B)(6) 2016 from the patient. This case concerns a (B)(6) old, overweight male patient who received treatment with synvisc one and later could hardly stand or weight bear, experienced swelling in the right knee that had worsened and pain in the right knee had worsened. The patient's medical history was significant for pain in both knees (about 2 years ago), osteoarthritis, autoimmune disease (with positive anti-nuclear antibody (ana) and anti-neutrophil cytoplasmic antibody (anca)) and monoclonal gammopathy of undetermined significance (mgus). The concomitant medications of the patient included hydroxychloroquine sulfate (plaquenil) for connective tissue disorder, paracetamol (panadol osteo) for pain, fish oil and glucosamine for osteoarthritis. No past drugs and concurrent conditions were reported. On an unknown date in (B)(6) 2016, 12 days ago, the patient received treatment with intra-articular synvisc one injection once (dose: not provided) (batch/lot number: not provided with expiration date: (B)(6) 2016 and batch/lot number: 5rse008 with expiration date: mar-2018) into both the left and right knees for osteoarthritis. It was reported that the left knee had improved but that the right knee had not improved at all (therapeutic response decreased) and the swelling and pain in the right knee had worsened. It was reported that because of the worsening pain in right knee post injection, the patient could hardly stand or weight bear and doctor gave him a course of steroids with 15 mgs daily prednisone for 2 days ; 10 mgs daily prednisone for 2 days and 5 mgs daily prednisone for 2 days and then ceased. Corrective treatment: not reported for could hardly stand or weight bear and prednisone for rest of the events outcome: unknown for could hardly stand or weight bear and not recovered/not resolved for rest of the events a pharmaceutical technical complaint (ptc) was initiated with ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. No further information was available. Reporter causality: probably related for all the events seriousness criteria: persistent or significant disability or incapacity for could hardly stand or weight bear and persistent or significant disability or incapacity and required intervention for swelling in the right knee has worsened and pain in the right knee had worsened additional information was received on (B)(6) 2016. The ptc results were added and text was amended accordingly. Additional information was received on (B)(6) 2016 from a medical doctor. Medical history and concomitant medication were added. The case initially considered as non-serious was upgraded to serious a serious event of could hardly stand or weight bear was added with seriousness criteria as disability, along with the details and seriousness criteria of required intervention and persistent or significant disability or incapacity was added for the events of swelling in the right knee that had worsened and pain in the right knee had worsened as the patient received treatment with prednisone. Indication for the product synvisc one was added. Product start date was updated from (B)(6) 2016. Batch/lot details and expirations dates were also added for synvisc one. Corrective treatment for the events of swelling in the right knee has worsened and pain in the right knee had worsened were added. Outcome for the events swelling in the right knee has worsened and pain in the right knee had worsened was updated from unknown to not recovered. Reporter causality was added. Clinical course was updated and text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated (B)(6) 2016: this case concerns a patient who experienced weight bearing difficulty described as "could hardly stand or weight bear" which resulted from the pain in right knee that worsened following the synvisc one injection. Based upon the information provided a positive temporal relationship can be established and hence the role of product in the causation of the events cannot be denied. However, lack of information provided regarding the prognosis of the underlying osteoarthritis, injection technique, conditions under which the injection was given acts as confounding factors for a comprehensive case assessment.

Event description:
Based on additional information received on 25-feb-2016 from a physician, the case became medically confirmed. Also, this case initially considered as non-serious was upgraded to serious a serious event of could hardly stand or weight bear was added with seriousness criteria as persistent or significant disability or incapacity and seriousness criteria of required intervention and persistent or significant disability or incapacity was added for the events of swelling in the right knee that had worsened and pain in the right knee had worsened as the patient received treatment with prednisone. This unsolicited device case from (B)(6) was received on 02-feb-2016 from the patient. This case concerns a (B)(6) year old, overweight male patient who received treatment with synvisc one and later could hardly stand or weight bear, experienced swelling in the right knee that had worsened and pain in the right knee had worsened. The patient's medical history was significant for pain in both knees (about 2 years ago), osteoarthritis, autoimmune disease (with positive anti-nuclear antibody (ana) and anti-neutrophil cytoplasmic antibody (anca)) and monoclonal gammopathy of undetermined significance(mgus). The concomitant medications of the patient included hydroxychloroquine sulfate (plaquenil) for connective tissue disorder, paracetamol (panadol osteo) for pain, fish oil and glucosamine for osteoarthritis. No past drugs and concurrent conditions were reported. On an unknown date in (B)(6) 2016, 12 days ago, the patient received treatment with intra-articular synvisc one injection once (dose: not provided) (batch/lot number: not provided with expiration date: 02-feb-2016 and batch/lot number: (B)(4) with expiration date: mar-2018) into both the left and right knees for osteoarthritis. It was reported that the left knee had improved but that the right knee had not improved at all (therapeutic response decre sed) and the swelling and pain in the right knee had worsened. It was reported that because of the worsening pain in right knee post injection, the patient could hardly stand or weight bear and doctor gave him a course of steroids with 15 mgs daily prednisone for 2 days; 10 mgs daily prednisone for 2 days and 5 mgs daily prednisone for 2 days and then ceased. Corrective treatment: not reported for could hardly stand or weight bear and prednisone for rest of the events outcome: unknown for could hardly stand or weight bear and not recovered/not resolved for rest of the events a pharmaceutical technical complaint (ptc) was initiated with ptc number: (B)(4). For batch/lot number: unknown with expiration date: 02-feb-2016: the product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. For batch/lot number: (B)(4) with expiration date: mar-2018: the production and quality control documentation for lot # (B)(4), expiration date (03/2018) was reviewed. The investigation showed that the product met specifications. No associated nonconformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # (B)(4) no CAPA was required. Sanofi genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi genzyme would continue to monitor complaints to determine if a CAPA was required. No further information was available. Reporter causality: probably related for all the events seriousness criteria: persistent or significant disability or incapacity for could hardly stand or weight bear and persistent or significant disability or incapacity and required intervention for swelling in the right knee has worsened and pain in the right knee had worsened additional information was received on 09-feb-2016. The ptc results were added and text was amended accordingly. Additional information was received on 25-feb-2016 from a medical doctor. Medical history and concomitant medication were added. The case initially considered as non-serious was upgraded to serious a serious event of could hardly stand or weight bear was added with seriousness criteria as disability, along with the details and seriousness criteria of required intervention and persistent or significant disability or incapacity was added for the events of swelling in the right knee that had worsened and pain in the right knee had worsened as the patient received treatment with prednisone. Indication for the product synvisc one was added. Product start date was updated from (B)(6) 2016 to (B)(6) 2016. Batch/lot details and expirations dates were also added for synvisc one. Corrective treatment for the events of swelling in the right knee has worsened and pain in the right knee had worsened were added. Outcome for the events swelling in the right knee has worsened and pain in the right knee had worsened was updated from unknown to not recovered. Reporter causality was added. Clinical course was updated and text was amended accordingly. Additional information was received on 04-mar-2016. The ptc results for lot # (B)(4) were added and text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 4-mar-2016: the follow up information does not change the complete case assessment. Sanofi company comment for follow up dated 25- feb-2016: this case concerns a patient who experienced weight bearing difficulty described as "could hardly stand or weight bear" which resulted from the pain in right knee that worsened following the synvisc one injection. Based upon the information provided a positive temporal relationship can be established and hence the role of product in the causation of the events cannot be denied. However, lack of information provided regarding the prognosis of the underlying osteoarthritis, injection technique, conditions under which the injection was given acts as confounding factors for a comprehensive case assessment.